Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident. Other blood glucose values mentioned such as less than 70 mg/dl, 115 mg/dl. Customer experienced symptoms such as shaking, sweating, mental confusion. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.